Manufacturer narrative:
(B)(4). The investigation was completed on 01/06/2015. Return and retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
N/a.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.21 (false positive) on a patient. There was no additional patient information available at the time of this report. Product was returned for investigation. Method: I-stat, date: (B)(6) 2014, result: 0.21 ug/l, draw time:18:50, test time: 19:03, sample: a; vista, (B)(6) 2014, <0.02 ug/l, 05:30am, 07:19am, b; I-stat, (B)(6) 2014, 0.00 ug/l, 12:04pm, 12:18pm, c. There are no injuries associated with this event.